Manufacturer narrative:
No pt injury nor medical intervention reported. We have requested add'l info regarding the current status of the machine from the complainant and further investigation of this incident is being conducted by the MFR.